Event description:
Customer reported the v series monitor shut down, which may have resulted in loss in primary monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative did not have full access to evaluate due to current use of the device on a pt at the time. System's error logs were collected and is under review.